Manufacturer narrative:
Do not use any other insulin with your pump other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use with this pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not properly delivering insulin. Customer's blood glucose (bg) level ranged between 500 mg/dl and over 600 mg/dl. Customer went to the ER and received IV fluids and continued to use the pump to address bg levels. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.